Event description:
Over the course of a week, we had several reported incidences where staff tried to activate the nova plus heel warmer, catalog #v11460-010, manufactured by cardinal health. Upon squeezing the packaging to activate the warmer per packaging instructions, the outer packaging would open up, "exploding" the internal contents outwards, exposing staff to the liquid inside the packaging. We had at least two reported incidences where the internal contents with staff skin, face and/or clothing, however, no serious injuries have been reported.